Event description:
During training by a zoll representative, the complainant alleged that the device displayed a "defib fault 108" message. The complainant indicated that there was no patient involvement in the reported malfunction.